Manufacturer narrative:
The act button did not respond due to corroded keypad trace. No frozen screen was noted. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad became unresponsive during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.